Event description:
The transfemoral deployment of a 23mm sapien xt went well, after approximately an hour following the valve deployment, the patient was being extubated and moved to a bed for transport when the patient¿s pressure dropped to the 40s the to zero. The valve was assessed; there was no migration of the valve noted. There was no rupture noted and the coronary arteries appeared patient. The patient¿s family request that CPR be stopped and the patient passed away. The cause of death was reported to be cardiac arrest.

Manufacturer narrative:
Per the device¿s instructions for use, complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), the use of bioprosthetic heart valves, and anesthesia include, but are not limited to, death (procedure-related, device-related, or unknown). In this case, the cause of death was reported to be cardiac arrest. No dysfunction of the edwards valve was noted and no specific procedural complications were discussed. There are multiple potential causes for the reported event, including the patient¿s age. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.